Manufacturer narrative:
Initial reporter facility name - (B)(6).

Event description:
It was reported that sheath damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The core wire and the 33mm device was difficult to deploy. The physician suspected it was caused by large tension on the sheath. The device did not meet release criteria and was removed from the patient. The was noted to be damaged upon removal from the patient. No patient complications were noted and the procedure was cancelled.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody, and the dilator was snapped into the sheath. The analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (stretched/misshapen, inner sheath partially delaminated and stretched), and numerous kinks in the sheath that were mainly focused in the curve of the device. Inspection of the rest of the device found no other damaged or defect. The reported sheath damage was confirmed.

Event description:
It was reported that sheath damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The core wire and the 33mm device was difficult to deploy. The physician suspected it was caused by large tension on the sheath. The device did not meet release criteria and was removed from the patient. The was noted to be damaged upon removal from the patient. No patient complications were noted and the procedure was cancelled.